Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for an "unknown sofradim."

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.